Event description:
It was reported that insulin pump alarmed button error, and the customer is on the way to the hospital with high blood glucose of 19mmol/l. The caller stated that the buttons were not hold down for three minutes or longer. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion, occlusion test, prime test and the excessive no delivery test due to button/keypad anomaly. The insulin pump had a scratched display window and a missing end cap sticker.